Event description:
It was reported that (1) device was used during a laparoscopic sigma. It was reported by the affiliate that the tsb45 instrument does not staple correctly, malformed staples. A cdh29 was used to complete the case. There was no consequence to the pt.